Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 525cc saline catalog: 3501685 lot: 5791843 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 525cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/9/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that as a result of the left breast prosthesis deflation, the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 550cc gel catalog: 3505504bc lot: 7562736 sn: (B)(4) and (right) mentor memorygel breast implant 550cc gel catalog: 3505504bc lot: 7454009 sn: (B)(4) on (B)(6) 2018. Device summary investigation: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.7 cm within a crease on the anterior aspect. Also was noticed several creases on both views on the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).